Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Based on additional information obtained from a good faith effort, the become aware date has been updated from 03oct2023 to 05oct2023.